Event description:
It was reported that during an esophageal balloon dilatation procedure, an esophageal perforation occurred. The lesion was located in an unspecified portion of the esophagus. It was noted that the patient received esophageal dilatation with a bougie dilator to 15mm every two weeks prior to the event and that this was the first balloon dilatation procedure performed on the patient. The cre 12mm x 15 mm balloon catheter was advanced to the lesion and the lesion was dilated to 12mm, 13.5mm, and 15mm successively. Upon removal of the balloon catheter, the physician suspected perforation of the esophagus. The patient was sent for CT imaging. The patient's status is unknown.